Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a malfunction of "not aware of issue" was not confirmed and not reproduced; however, the quality engineer has determined that this condition is due to missing pixels on the pump head module display. The displays on pump head module channels "a" and "b" were replaced to correct this condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "not aware of issue". Baxter quality engineering confirmed this conditoin as missing pixels on the pump head module display. This condition has the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.